Manufacturer narrative:
The lot number was not provided. Without a lot number, expiration date and manufacturer date could not be determined. A review of complaints was completed and there have been no previous complaints for a fungal infection. The customer reported it was unknown if other products were on the patient's skin prior to application of 5050 cavilon¿ advanced skin protectant. The product IFU, under precautions, states that use of other barrier products, ointments, creams or lotions may significantly reduce the effectiveness of the product. End of report.

Event description:
A nurse reported 5050 3m¿ cavilon¿ advanced skin protectant was applied to a patient's perineal and buttocks area. Prior to application, the patient's skin was red, irritated, and had open areas with exposed dermis. The patient also had an existing skin tear in her sacral area. 5050 3m¿ cavilon¿ advanced skin protectant was applied to protect the patient's skin from frequent loose stools and urination. It was unknown if there was existing barrier cream on her skin prior to application of the 5050 cavilon advanced skin protectant. The patient was seen three days after application and the nurse reported the patient had an extensive fungal infection in the perineum, labia and thighs. In addition, the existing open area and the skin tear had allegedly increased in size. The 5050 3m¿ cavilon¿ advanced skin protectant was discontinued and a zinc, miconazole and lidocaine ointment mixture (compounded by pharmacy) was used for treatment.